Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe the pump to run in the reverse direction. The pst noted that a "service pump" was error message could be duplicated by slightly agitating the generic board interface connector. Replacement of the customer generic board with a lab use only (luo) generic board restored the pump's functionality. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The perfusionist tried several times to stop and restart the pump, but it continued to pump in reverse. She disconnected the roller pump¿s cable and waited 10 minutes. She plugged it back in, and then it worked correctly. The pump displayed 'service pump' message. The field service representative (fsr) was not able to verify the reported issue. He installed a loaner roller pump and tested operation satisfactorily. The fsr downloaded logs. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump stopped working. It ran in the reverse direction on its own at startup. There was no patient involvement.